Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2005; 4196 implantable pacing lead, (B)(6) 2010; (B)(4). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported by the patient¿s spouse that the patient received a shock from the implantable cardioverter defibrillator (ICD) and passed out. The patient was seen by the doctor and was told everything was fine. The device was explanted and replaced a week later for unknown reasons. No further complications have been reported as a result of this event.

Event description:
Follow-up information from the clinic indicates the patient fainted at the time of a device check, however it was not caused by a shock. The device was replaced due to normal eri.

Manufacturer narrative:
(B)(4).